Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of no picture was not confirmed. No abnormality or fault was observed in the returned device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the hd camera head was inspected before use, and it did not have a picture. The issue occurred during reprocessing. There were no reports of patient harm.